Manufacturer narrative:
The reported events were lead dislodgement, oversensing and helix mechanism issue. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured full helix extension length was within specification. The reported event of oversensing was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-27172. It was reported that the patient presented at a clinic following a recent implant. It was noted that the atrial lead exhibited noise reproducible with isometric testing and pacing inhibition. The patient was symptomatic to the pacemaker tracking the lead noise with the right ventricle pacing at the maximum rate. Dislodgement was suspected. The lead was scheduled for a revision. During the procedure for the lead revision, the physician had trouble repositioning the atrial lead due to issues retracting and extending the lead's helix. The lead was explanted and replaced. The physician also opted to explant and replace the pulse generator in case the noise was from the pacemaker set screw. The patient tolerated the procedure with no issues.